Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy while disconnecting the blood vessel, the surgeon was able to squeeze the handle and press the green button but the staple did not fire. It was stated that two reloads had the same malfunction during the same event. New devices were used to complete the case. There was no patient injury.